Event description:
Customer reported the system intermittently fails. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the generator interface board. System operates as intended.